Event description:
It was reported that the arctic sun device was alerting air leak and no flow (serial (B)(4)). They changed to a second device (serial(B)(4)) and with new set of arctic gel pads. During therapy on the first device (serial(B)(4)) all lines were straight with no bends or kinks, 4 arctic gel pads were connected, fluid delivery line (fdl) was secure and intact, and device had good airflow to back. Nurse was alerting low air leak and no flow. Nurse changed to a new set of pads .other pads were new as well. System diagnostics showed that outlet monitor temperature (t1) was 11.3c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 22.6c, chiller temperature (t4) was 4.1c, water flow rate was 0lpm, inlet pressure was -1.2 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 10365.1 and pump hours were 9725.3. During therapy on the second device (serial (B)(4)) all lines were straight with no bends or kinks, 4 arctic gel pads connected, fluid delivery line (fdl) was secure and intact, and device had good airflow to back. The device was alerting low air leak and no flow (serial (B)(4)) with the new set of pads. Both sets of new pads gave same alerts on this device as well . In manual control at 30c system diagnostics showed that outlet monitor temperature (t1) was 17.4c, outlet control temperature (t2) was 17.2c, inlet temperature (t3) was 17c, chiller temperature (t4) was 5.5c, water flow rate was 1.6lpm, inlet pressure was -1.1psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 3 bars, system hours were 11158.8 and pump hours were 10630.4. The 3rd device was hooked up to same new pads. The device primed and leveled out with flow rate was 3.4lpm. Flow rate was maintained for a couple of minutes before disconnecting with caller. Mss advised to send 1st two devices to biomed and call with any questions. Per follow up information received on (B)(6)2022, nurse stated there were no patient injuries and patient was able to continue therapy on different device. Per sample evaluation results received on (B)(6) 2022 for the first device with serial# (B)(4), it was reported that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Tank seals were frayed. During pump servicing both circulation pump motor and mixing pump motor had cracked thread housings that hold the pump bolts in place. The double bend tube and the chiller evaporator outlet tube were found expanded during servicing. Tank seals were found lifted from the tank. The chiller pump molded tube was replaced due to the old one tearing while removing the tank for seal replacement. Per sample evaluation results received on (B)(6)2022 for the second device with serial# (B)(6), replacement of double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Replacement of the tank seals due to lifting from the tank. Replaced the outer shell due to a sheared off retaining bolt and the power cord due to frayed end. The root cause of the reported issue was due to a weak circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was alerting air leak and no flow (serial (B)(6) ). They changed to a second device (serial (B)(6) ) and with new set of arctic gel pads. During therapy on the first device (serial (B)(6) ) all lines were straight with no bends or kinks, 4 arctic gel pads were connected, fluid delivery line (fdl) was secure and intact, and device had good airflow to back. Nurse was alerting low air leak and no flow. Nurse changed to a new set of pads .other pads were new as well. System diagnostics showed that outlet monitor temperature (t1) was 11.3c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 22.6c, chiller temperature (t4) was 4.1c, water flow rate was 0lpm, inlet pressure was -1.2 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 10365.1 and pump hours were 9725.3. During therapy on the second device (serial (B)(6) ) all lines were straight with no bends or kinks, 4 arctic gel pads connected, fluid delivery line (fdl) was secure and intact, and device had good airflow to back. The device was alerting low air leak and no flow (serial (B)(6) ) with the new set of pads. Both sets of new pads gave same alerts on this device as well . In manual control at 30c system diagnostics showed that outlet monitor temperature (t1) was 17.4c, outlet control temperature (t2) was 17.2c, inlet temperature (t3) was 17c, chiller temperature (t4) was 5.5c, water flow rate was 1.6lpm, inlet pressure was -1.1psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 3 bars, system hours were 11158.8 and pump hours were 10630.4. The 3rd device was hooked up to same new pads. The device primed and leveled out with flow rate was 3.4lpm. Flow rate was maintained for a couple of minutes before disconnecting with caller. Mss advised to send 1st two devices to biomed and call with any questions. Per follow up information received on 22sep2022, nurse stated there were no patient injuries and patient was able to continue therapy on different device. Per sample evaluation results received on 08nov2022 for the first device with serial# (B)(6) , it was reported that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Tank seals were frayed. During pump servicing both circulation pump motor and mixing pump motor had cracked thread housings that hold the pump bolts in place. The double bend tube and the chiller evaporator outlet tube were found expanded during servicing. Tank seals were found lifted from the tank. The chiller pump molded tube was replaced due to the old one tearing while removing the tank for seal replacement. Per sample evaluation results received on 08nov2022 for the second device with serial# (B)(6) , replacement of double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Replacement of the tank seals due to lifting from the tank. Replaced the outer shell due to a sheared off retaining bolt and the power cord due to frayed end. The root cause of the reported issue was due to a weak circulation pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.